Event description:
It was reported that a cardioversion was performed for the atrial fibrillation (af) the patient experienced. The cardioversion triggered a code 1005, which is indicative of an open circuit and a high out of range shock lead impedance measurement. The patient was then externally converted. Daily measurements were stable between 105-120 ohms. Pacing thresholds were stable and some successful clinical episodes of ventricular tachycardia occurred earlier in the month. Impedance trends point to the right ventricular (rv) lead coil configuration being the issue. The plan is to perform testing and replace the lead. No adverse patient effects were reported. No further information is known.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The lead was returned in segments, with the extracting stylet inside. Visual inspection showed calcium on the distal and proximal shocking coils. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected. The returned lead segments passed all testing. The high shock impedance observation was confirmed, based on lab analysis finding.

Event description:
Additional information was reported, indicating that this rv lead was removed and replaced, as a result of the high shock impedances. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was reported, indicating that this rv lead was removed and replaced, as a result of the high shock impedances. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.